Manufacturer narrative:
On (B)(6) 2019, it was reported incorrectly that the date received by manufacturer (B)(6) 2019. The correct date is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was erroneously omitted that it was reported to mentor that the left side implant was mentor memorygel breast implant 350cc, serial number (B)(4), lot number 7596579. Initially the implant was reported as an unspecified gel mentor breast implant in psr submission psr-q1-(B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Reason for device explant and/or reoperation: wrinkling and ptosis a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 350cc experienced capsular contracture baker grade iii on the right side and bilateral deformity and bilateral ptosis and a slight double-bubble on the left breast . As a result, the patient had undergone removal and replacement with gel gel mentor memorygel breast implant 350cc breast implants on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4). This medwatch is fro the left breast implant.

Manufacturer narrative:
On 10/08/2019, it was discovered that the awareness date for this complaint was reported incorrectly in the 3500a initial report. The actual awareness date was 04/26/2019. The actual due date for the report was 05/26/2019. Manufacturer¿s reference number: (B)(4).